Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity logs indicated the device discharged 21 times with internal spoons (2 are 30j tests, 19 are clinical), 4 times clinically at 30j and 15 times at 50j. All of the discharges are successful with the appropriate amount of energy delivered based on the impedance measured. There is no evidence to suggest the device malfunction in this file. The internal spoons were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), it took the device too many discharges to convert the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2016-00414 for a similar event reported for the same device on a different patient.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge to the 50 joule setting using internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2016-00414 for a similar event reported for the same device on a different patient.